Event description:
On (B)(6) 2012, the pt was implanted with a gore excluder aaa endoprosthesis featuring c3 deployment system to treat an abdominal aortic aneurysm. It was reported that the pt's proximal neck angle was approx 85 degrees. The physician was unable to land the device at the desired location due to the angle of the neck, and chose to position the device lowered than desired. On the final angiogram, it was revealed that the physician unintentionally covered the right hypogastric artery with the ipsilateral leg of the trunk component. The right hypogastric artery remains covered and the pt is doing well.

Manufacturer narrative:
A review of the manufacturing records for the device(s) verified that the lot(s) met all pre-release specifications. The gore excluder aaa endoprosthesis instructions for use (IFU) specifies: the gore excluder aaa endoprosthesis is intended to exclude the aneurysm from the blood circulation in pts diagnosed with infrarenal abdominal aortic aneurysm (aaa) disease and who have appropriate anatomy as described below: proximal aortic neck angulation not greater than 60 degrees. Additionally, the IFU instructs: it is recommended to view and confirm the distal position of the iliac end of the device relative to the internal iliac artery to ensure accurate and desired deployment position of the distal aspect of the device.